Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type:

Event description:
It was reported the patient's blood glucose level rose to 288 mg/dl (16 mmol/l), while wearing the pod. In addition the patient reports the pods cannula was damaged as it had been blocked. The patient reports the pod was leaking during wear. The patient reports they had administered multiple corrections bringing their blood glucose level to 230 (12.8 mmol/l).